Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and tactile examination performed on the catheter found an area of damaged coating 77.2cm to 74cm from the proximal end. There is a slight roll and a blister at the area where the coating starts. A 0.0184" mandrel was advanced through the hub with no restriction noted. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was not used in accordance with the continuous flush directions of the dfu ("it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade fiber braided microcatheter and guiding catheter and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens.") (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a trans-arterial embolization treatment procedure, catheter insertion difficulties occurred. The target lesion was located in the hepatic artery. The physician was not able to insert this renegade microcatheter through another manufacturers' 5f 0.038" catheter. Intermittent flush was maintained. The procedure was completed with another renegade microcatheter. No patient complications were reported and the patient's status is good. However, returned device analysis revealed coating damage.